Event description:
On (B)(6) 2012, the distributer contacted animas, alleging a history/settings (history/settings issue) issue on (B)(6) 2012. The basal rate was reportedly not accurate. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The pump was exercised for 24 hours on a 1 unit per hour basal rate; no changes in the basal rate occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keypad buttons were responsive to user input. No hypersensitive keys were observed on keypad. The reported complaint was unable to be duplicated during the investigation.